Event description:
Customer stated that her breast shields do not fit and she wanted to know what other sizes of breast shields we carried. Customer stopped using her medela breast pump because the breast shield wa not a good fit. Customer also stated she was diagnosed with mastitis and prescribed antibiotics when she first started using the breast pump.

Manufacturer narrative:
The 21 mm breast shields were sent to the customer and requested the 24 mm breast shields be returned for evaluation. The 24 mm breast shields have not been received at medela as of (B)(4) 2013. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. A medela clinician spoke to the customer on (B)(6) 2013 who reported she had stopped using her medela breast pump because the breast shield was not a good fit. Csr responded by sending 21 mm breast shields to customer who now reports that has solved the problem. She is able to pump in comfort and has had no recurrence of previous infection. This issue is resolved without ongoing adverse effect and further clinical follow-up is not indicated. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wamback, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).